Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the preventive maintenance failed. There was a calibration error. No patient involvement was noted.